Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, when the shunt sensor was being unpacked, a leak was found. No patient involvement as this occurred during setup. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on jul 26, 2018. The returned samples were visually inspected, and each had no remaining buffer in the unit. No other visual anomalies were noted. The units were separately pressurized with air (as received), submerged into water bath, and observed for any leaks. A leak was noted from the large blue luer cap at approximately 251 mmhg. The large blue cap was then loosened retightened with a calibrated torque wrench production specification for each unit. Each unit was pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted from the large blue luer cap at approximately 550 mmhg. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside or inside of the pouch. It was then leak tested, and no leaks were noted. Based on the evaluation, the complaint is confirmed and the root cause for this event is a lack of sealing between the large bore adapter (blue cap) and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing inadequate seal leading to a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.